Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer could not duplicate. The customer followed the recommendations given by tech support of running a ground isolation test, calibrations, and a full extended self-test (est) then exercise for 48 hours on a test lung. Customer informed the unit is back in service. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.